Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the device involved in the complaint could not be conducted since the device has not been received by the manufacturer at the time of this report. Part number reported is not being manufactured currently, however, samples from a part number of same family were taken from the current production, and visually inspected. The issue reported was not observed in the current manufacturing process. Two potential lot numbers were provided (73f1700699 and 73f1700010). Device history record reviews did not show any issues related to this complaint. A record assessment (fmea) was conducted and no update required. Customer complaint cannot be confirmed. Corrective actions cannot be established if the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "the end adapter that connects to the vent kept coming out requiring reintubation." Customer reports the patient was successfully reintubated and not unstable during the exchange.

Event description:
Customer complaint alleges "the end adapter that connects to the vent kept coming out requiring reintubation." Customer reports the patient was successfully reintubated and not unstable during the exchange.

Manufacturer narrative:
(B)(4). The customer returned six units 5-10116 et tube, cf, 8.0 for investigation. All six samples were representative samples. The actual sample was not returned. The representative samples were visually examined with and without magnification. Visual examination of the returned devices revealed that the samples appear typical. No defects or anomalies were observed with the connectors or any other part of the devices. Three of the samples were tested. The inner and outer diameters of the machine side (proximal end) of the connector were measured. After measurement, it was confirmed that both the inner and outer diameters met the range of acceptable tolerances. Next, the inner and outer diameters of the tube side (distal end) of the connector were measured. Once again, both diameters met the range of acceptable tolerances. No dimensional issues were found to suggest that the connector would disconnect during use. A functional inspection was performed on three of the returned samples by attempting to disconnect the connector from the tube. For the first sample, the connector was initially able to detach and reattach to the tube easily. Other remarks: the connector was then pushed further into the tube, as instructed in the IFU, to make it more secure. After doing so, the connector was no longer able to easily detach from the tube. The connector appeared to be firmly in place. It is possible that the end user did not firmly place the connector further into the tube than what it comes packaged as. The tube was also tested for proper inflation and deflation of the balloon cuffs. Upon injection of air, both the pilot and cuff immediately inflated. The syringe was then removed and the cuff and pilot balloon were inspected for leaks. No leaks were detected. The cuff was left inflated for approximately 10 minutes with no leaks observed. The syringe was then reattached in order to deflate the balloons. Both the pilot balloon and balloon cuff were able to deflate. The same process was used to test the other two representative samples. No issues were found with either sample as they were both able to inflate and deflate properly and the connectors had no issues. The instructions for use (IFU) for this product states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." "Non-standard dimensions of some connectors on ventilator or anesthesia equipment may make it difficult to securely mate with the tracheal tube 15 mm connector. Use only the equipment having 15 mm connectors that are standard in compliance with iso 5356-1". The reported complaint of "adapter keeps disconnecting during use" could not be confirmed since the actual sample was not returned. The customer returned six representative samples in place of the actual sample that resulted in the complaint issue. Upon functional inspection of three samples, no problems were found as the connectors were able to firmly sit in the tubes without being able to be detached after applying pressure. The inner and outer diameters of the machine side (proximal end) and tube side (distal end) of the connectors were all within the acceptable range of tolerances. The samples were also all able to properly inflate and deflate with no issues. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined without the actual device.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "the end adapter that connects to the vent kept coming out requiring reintubation." Customer reports the patient was successfully reintubated and not unstable during the exchange.